Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event, with a nadir of 61 mg/dl for approximately 30 minutes, during which low and urgent low alerts were received and the value trended upward after ingesting glucose tablets. Symptoms included fatigue without loss of consciousness. Outcomes included self-treatment without professional medical intervention or assistance and recovery with rising glucose. Investigation included complaint intake, user interview, and troubleshooting and education. Investigation of this case revealed an adverse event of hypoglycemia with cause unclear and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.